Manufacturer narrative:
This report is based solely on the information provided by the customer. The customer reported that the product was applied incorrectly on the patient and received retraining for proper application. (B)(6), a product manager of the posey products, confirmed that the customer was using the product incorrectly and after additional training the product worked as intended. Without the return of the device, the reported issue could not be confirmed and without the product lot number information, the release documentation could not be reviewed. Based on the information provided by the posey territory manager, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturing reference file # (B)(4).

Event description:
(B)(6) called in regarding his wife who had was taken to the emergency room on wendesday (B)(6) 2012 due to a trach and cannula falling out. It took three hours in the ER for correct the issue. The next day, the same issue happened again at home while they were able to secure it back in place. Complaint is against the velcro strap that holds the product in place. Items were purchased through (B)(6) on (B)(6) 2020.